Manufacturer narrative:
(B)(4).

Event description:
Procedure type: esophagectomy. According to the reporter: prior to use on the patient, the nurse tested and confirmed the jaws of the sulu were able to open and close after loading onto the device. When the doctor pressed the blue button, the sulu began to rotate automatically. A new device was opened to complete the case. The device was not used on the patient. Operating time was not extended beyond 30 minutes. There was no reinforcement material used in conjunction with the device.